Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was unknown. The customer was advised to insert a new aaa alkaline battery and display return. The customer stated that he got battery out limit and pump keeps shutting off. The customer stated the pump makes a beeping noise constantly and the screen is blank. The customer has to take out battery to stop beeping. Customer was not comfortable in using the pump. Customer was advised the pump will be replaced.